Event description:
It was reported that the patient was seen with high impedance after a recent device implant in (B)(6) 2026. X-rays were taken. The physician confirmed the pin was inserted properly, and the lead was attached to the nerve. The device was cleaned and the generator was tested with the test resistor and revealed high impedance. The procedure was completed with the device still implanted. Generator placement was observed to be not according to labeling, with the generator sitting below rib 4. Based on the images provided, the feed through wires were intact, and the lead pin is fully inserted as the end of the pin can be seen past the second connector block. The entire portion of the lead could be visualized, and a strain relief loop and bend are present, both placed per labeling. Two tie-downs were visible, placed laterally to the anchor tether. A portion of the lead was visualized to be behind the generator. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, the cause of the malfunctions could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known surgical intervention has occurred to date. No other relevant information has been received by the manufacturer to date.